Manufacturer narrative:
This event was confirmed as manufacturing related due to the leak occurring at the bifurcation. Inspector received one temperature sensing catheter with no packaging. The catheter was confirmed to be14fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but an immediate leak occurred from a pinhole over the inflation lumen near the bifurcation. Pinhole was measured to be 0.012 inches. Per specification the "shaft must not be damaged or pinched." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] - method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.]"

Event description:
It was reported that leak on the catheter was found due to a crack. It was unknown whether it was water or urine that leaked from the crack. It was later reported per additional information received from the ibc via email on (B)(6) 2019; the crack looks to be at the bifurcation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that leak on the catheter was found due to a crack. It was unknown whether it was water or urine that leaked from the crack. It was later reported per additional information received from the ibc via email on (B)(6) 2019; the crack looks to be at the bifurcation.